Event description:
Reference number (B)(4) event occurred in germany. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage occured from connection of hub to the reservoir. The infusion set has been used for one day. No further information available.